Event description:
The manufacturer received information alleging a bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, a review of the download error log revealed ventilator inoperative error codes indicating the central processing unit (cpu) cannot communicate with the flow sensor using i2c bus or the pressure sensor using spi bus. The device's printed circuit board assembly requires replacement to address these issues. No repairs were completed; the device was scrapped as per customer request. Additional findings not related to the malfunction/issue: non-critical device error code indicating the device was unable to write to the error log was noted. This is a log-only event that would be resolved with replacement of the printed circuit board assembly. The device will be included in the fsn 2023-cc-src-039.